Manufacturer narrative:
The insulin pump was received with operating currents within specification. The insulin pump passed self test, rewind, prime/seating test, basic occlusion test, occlusion test, force sensor test and displacement test. The insulin pump passed leak test. The insulin pump was received with intermittent buttons, problem isolated to keypad assembly. The insulin pump was received with connector at connector board properly connected. No damage or moisture damage on keypad assembly noted. The insulin pump was received with fading serial number label, cracked keypad overlay at select button, minor scratched display window, case and keypad overlay texture damaged. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. (B)(4).

Event description:
It was reported via phone call that the insulin pump had unresponsive keypad. The insulin pump was unable to unlock. It was reported that the button had to be pressed multiple times before the insulin pump unlock and deliver a bolus. The customer¿s blood glucose was 8.4 mmol/l at the time of the incident. Troubleshooting was not performed at the time of call. The insulin pump was returned for analysis.